Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the customer had alaris lvp giving channel error which was resolved with replacement of both sensors and ran a functions test. There was no patient involvement.